Event description:
Breakage of secondary set male adapter reported. A pt was receiving an infusion of cefotaxime via secondary IV tubing. While assessing the pt's IV, the clinician noted that the male adapter on the end of the secondary set appeared to be only partially connected to the clave port on the primary line. On closer assessment of the tubing, it was the male adapter that appeared partially connected to the tubing. When the nurse attempted to secure the connection, the male adapter broke off as one whole piece. The nurse reported some leakage at the break site evidenced by the tubing being slightly dampened, which was attributed to the antibiotic solution left in the tubing after completion of the infusion. The pt did receive their required dose and no pt harm or delay in therapy was reported. Additional pt info was requested, but no further info was available.